Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address patellar pain from a tilted patella. Surgeon removed the existing 36 mm oral dome and then recut the patellar bone and cemented in another 38 mm oral dome patella. He also chose to exchange the poly to another 10mm cvd insert. Doi: (B)(6) 2006; dor: (B)(6) 2018; left knee.